Event description:
Article title:periprocedural stroke risk in patients undergoing catheter ablation for atrial fibrillation on uninterrupted warfarin. Per a report in the journal of cardiovascular electrophysiology vol. 25, no. 6, june 2014 a controlled, multicenter, retrospective study was conducted on 2855 patients, by dr. S. Page of the department of electrophysiology, st. Bartholomew¿s hospital,west smithfield, london and et al., was conducted to compare the incidence, severity and timing of periprocedural stroke between 2 periprocedural anticoagulation protocols: bridging low-molecular-weight heparin (lmwh) and uninterrupted warfarin (uw). This report covers patient #1 of the article. The (B)(6) female, with a long standing history of paroxysmal atrial fibrillation underwent radiofrequency (rf) ablation. The patient¿s left ventricular ejection fraction was 55%. The mean chads2 score was 0 and mean act was 339. The catheter ablation was performed using a bridging lmwh protocol. The patient stopped warfarin 5 days prior to the procedure with bridging self-administered subcutaneous injections of lmwh (enoxaparin 1.5 mg/kg once daily). The patient experienced a posterior circulation stroke associated with hemianopia within 96 hours postop. Subsequently the patient fully recovered. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: carto mapping system. Other non bwi devices were used during cardiac ablation: a pulmonary vein mapping catheter (orbitertm woven, bard electrophysiology, (B)(4)) and robotically assisted catheter manipulation (sensei xr, hansen medical us office, (B)(4))

Manufacturer narrative:
(B)(4).